Manufacturer narrative:
Device is pending evaluation and repair.

Event description:
The manufacturers field service engineer reported replacing the backup battery. Device passed all applicable testing.

Event description:
The customer reported the backup battery is not charging. The customer reported the device was in use, no patient harm. The device is pending evaluation and repair.